Event description:
It was reported that the customer had been experiencing low blood glucose of between 38mg/dl and 65mg/dl over a period of two weeks. His blood glucose was in the 80mg/dl to 140mg/dl range at the time of reporting. He reported that he had neither called paramedics nor been hospitalized for his low blood glucose. Troubleshooting was performed to ensure his insulin pump was working properly. He was also advised to contact his healthcare provider about possibly adjusting his basal rates. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.